Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had picture loss and a black screen. The issue was found during a diagnostic colonoscopy procedure while the device was inside the patient under sedation. There were no reports of patient harm.